Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Prior to implant and during implant, the patient received too much fluid and needed to stay in the hospital due to fluid overload. They experienced electrolyte disturbance symptoms, sob and decreased energy. It was noted that the patient had some electrolyte changes from diuresis and lost 50 pounds from ozempic. The patient received diuresis and electrolyte replacement and was stable. The patient reported that they were hospitalized for 2 days.

Event description:
A barostim system was implanted on (B)(6) 2025. Prior to implant and during implant, the patient received excess fluid and was hospitalized due to fluid overload. It was noted that the patient had some electrolyte changes from diuresis and lost 50 pounds from ozempic.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was fluid overload from the fluids given to the patient prior to and during the procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).